Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and also infusion flow blocked alarm. Customer's blood glucose value was 24 mmol/l at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer stated that currently she was trying to give a bolus and insulin pump alarmed no deliver. The customer was treated with bolus. The device will not be returned for analysis.